Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The wires were not exposed, and all pieces of the insulation were present. The fbf failed the electrical continuity test. Failure analysis did not find any signs of thermal damage that were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the fenestrated bipolar forceps (fbf) was not energizing. The customer connected to the erbe generator and attempted to change the cord, but the issue remained. The customer also observed a disconnection of the black cable inside the fbf instrument. The procedure was completed using a backup instrument. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the fenestrated bipolar forceps (fbf) was observed to have a conductor wire broken in half. There was a loss of cautery that was associated with the damaged cable. There was no thermal damage. Arcing was observed during the procedure. The fbf possibly collided with another instrument or tool during the procedure. The customer resolved the reported event by using a backup fbf to complete the procedure. No fragments fell into the patient. There was a surgical delay of less than 15 minutes. After the completion of the surgical procedure, the fbf was inspected, and the broken conductor wire was confirmed.